Event description:
The customer contact reported a tubing separation; subsequently, bleed back was noted. The tubing set was being used to deliver an unspecified concentration of heparin. Reportedly, the heparin delivery was stopped. However, the tubing set remained connected to the patient's IV catheter. After a "couple of hours", the nurse noted that the tubing had separated from the outlet port of the cassette. Blood had backed up into the tubing approximately twelve inches from the patient's IV catheter. The tubing set was replaced. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.